Manufacturer narrative:
The lead was returned in two pieces. A lead tip stiffness test was performed and the lead was found to be within specification. External insulation abrasions were found at 5.8 cm to 6.0 cm from the pin, and 43.3 cm to 44.6 cm from the distal tip both consistent with friction to the ICD. Coating on the conductors was intact.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Manufacturer narrative:
Na

Manufacturer narrative:
The lead was returned in two pieces. External insulation abrasions were found at 5.8cm to 6.0cm from the connector pin and 43.3cm to 44.6cm from the distal tip consistent with friction to the ICD can. The rv conductor etfe coating was intact at the same location. A lead tip stiffness test was performed and the lead was found to be within specifications.

Event description:
It was reported that the patient had been experiencing chest pain on and off. A chest CT scan was performed in 2009. The CT scan showed that the wire extended into the pericardial sac. The patient was referred to the another hospital. No further information available at this time.